Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited intermittent loss of capture. No intervention was performed. The condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.